Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported that during a surgery on two metatarsals using msp metatarsal shortening system that took place on (B)(6) 2020, the screwdriver tip broke off into the head of the the screw in both instances. Driver tips were not removed from the screw head. No patient complications were reported.